Manufacturer narrative:
Manufacturing investigation evaluation: part was returned in a packaging different from the original. The screw head is broken with one little piece that had fallen apart from the head. The screw is not etched nor is a lot number known. The returned part is so extensively damaged that it is not possible to inspect it against specifications. The complaint is disposed as confirmed due to evidence that the part is broken, but it is considered invalid for the manufacturer as there is no evidence of manufacturing related issues. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an anterior cervical discectomy and fusion surgery at levels c6/c7 on (B)(6) 2016, the lip of the screw snapped off during final tightening. The broken screw lip fragment was removed from the patient resulting in a surgical delay of less than five minutes. There was no adverse effect to the patient and the surgery was completed with alternative screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant part: self-holding screwdriver shaft (part 387.281, lot unknown, quantity 1).